Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav shunt system 2.0 (part # fx440-t) was implanted during a procedure performed in (B)(6) 2019. According to the complainant, the shunt system was believed to be have adjustment difficulties. Reportedly, the pressure was adjusted more than five (5) times following the procedure. However, in (B)(6) 2022, the valve was not able to be adjusted. At a later date, the patient experienced discomfort and since the valve was still not able to be adjusted, the patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. No further information available.

Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: particles in the delivered liquid; deposits on the catheter. Permeability test: the test showed that the progav 2.0 shunt system with control reservoir is permeable. Computer control test: to check the flow rate of the valves, the valves were tested on a miethke computer - controlled testing apparatus and passed the standard test. The flow of the test liquid was reduced step by step from 60 ml/h to 5 ml/h (in accordance with iso 7197). Distilled water was used as the test-liquid. The resulting pressure was measured. The computer-controlled test showed the opening pressure of the progav® 2.0, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 1,26 cmh2o. This is not within the specified tolerance of 8 cmh2o ± 3 cmh2o. An applied pressure of 8 cmh2o, with the device in the horizontal position is expected to have a resultant pressure of 8 cmh2o ± 3 cmh2o. According to our results, we can detect a presence of an accelerated outflow in the progav 2.0. Additionally, the shuntassistant was tested according to standard procedure in the vertical position of the valve. At a fixed opening pressure of 15 cmh2o in the vertical position, a pressure of 15 cmh2o +4/-2 cmh2o is expected. The results indicated that at a reference flow of 20 ml/h in the vertical position, the shuntassistant had a pressure of 15,14 cmh2o. This is within the specified tolerance of 15 cmh2o +4/-2 cmh2o. Adjustability test: the progav 2.0 was found to be adjustable to all pressure settings. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: after dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we have determined an accelerated outflow in the shunt system at the time of our investigation. Detected deposits could be named as the cause of the accelerated outflow. Existing deposits in the csf may temporarily impair the function of the valve and are described concomitants in the hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
It was reported that a progav shunt system 2.0 (part # fx440-t) was implanted during a procedure performed on (B)(6) 2019. Age: 6 years; height: 90 centimeters (cm); weight: 17 kilograms (kg); gender: female.